Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, based on the information provided, the root cause of the of the patient¿s knee symptoms and broken insert post cannot be definitively concluded; however, the patient fall cannot be ruled out as a contributing factor. The patient impact beyond the reported fall and revision surgery cannot be determined. Further patient impact cannot be assessed. No further assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: code e. Clinical symptoms

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka had been performed, the patient fell abruptly in hyper flex knee and the knee started feeling different. A revision surgery was performed on (B)(6) 2021 in order to exchange the gii ps hi flex isrt sz 5-6 13, where the post was found to be broken off upon retrieval. Current health status of patient is unknown.